Event description:
Medical records received by the legal dept indicate that the pt received a left total hip replacement in 2005. The pt was revised about two weeks later, to address instability and dislocation following a total knee replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.